Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins). The reason for call was pt got no device found and could not get their ins to charge since 2 days ago. During call, technical services had pt press recharger and pt was in passive recharge mode at end of call. Technical services explained passive recharge mode and suggested the pt stay in passive recharge mode and call back if issue persists. Technical services had to call the pt back, pt stated their ins was recharging excellent.